Manufacturer narrative:
The device passed testing by appropriately alarming when air was present distal to the device. Based on the data verified, hospira could not attribute the issue to the device. (B)(4).

Manufacturer narrative:
A user facility mandatory medwatch was received on 05/20/2013. The report number is (B)(4). The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(6).

Event description:
User facility mandatory medwatch received that stated, "chemo was infusing on secondary line of plum pump. Rn was watching drip chamber as chemo was finishing and went over to pt chairside to stop infusion. The chamber on the primary tubing had air in all 3 compartments and air was in the primary tubing approx 12-18 inches distal to the pump. No air in primary tubing reached the patient. The pump had not alarmed when air reached the primary cassette chamber and was still pumping the secondary line even though it was just air." Upon further query the following information was provided that indicated, there was air in the tubing distal to the device with no device alarm. At an unspecified time, line b of the device was programmed to deliver normal saline, at a rate of 50 or 60 ml/hr, and the delivery was started, no further programming parameters provided. At 12:35, line b of the device was programmed in the piggyback mode to deliver bendamustine 140 mg, at a rate of 900 ml/hr, with a vtbi (volume to be infused) of 550 ml, and the delivery was started. At 13:10, it was reported that the nurse noted that the drip chamber of line b was empty and that the device was still delivering. The tubing was removed from the device. At that time, the nurse noted there was air in all three chambers of the cassette and there was 18 inches of air in the tubing, distal to the device with no device alarm. The device was removed from clinical service. Therapy was resumed using a replacement device. There was no air delivered to the patient. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.